Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could be identified. Based on the results of the investigation, it is likely the following led to the malfunction: failure of no image is due to damage or deterioration of parts due to wear and tear, without any design or manufacturing issue.. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device inspection, the bronchovideoscope exhibited due to erratic and loss image. There were no reports of patient involvement.

Event description:
It was reported, the broncho videoscope exhibited the screen started glitching in and out and then went completely black. The issue occurred during a bronchoscopy procedure. The procedure was completed using a similar device. There were no reports of delay, patient harm, injury, or death.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.